Event description:
The device was used during a lavh (laparoscopically assisted vaginal hysterectomy) procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.